Manufacturer narrative:
There were no reported events against the returned product. Per (B)(4) a minimal evaluation is required. Therefore, a product evaluation form is not required.

Manufacturer narrative:
Additional narrative data: in previous report, the following should have been entered: conclusion: this event cannot be confirmed or not confirmed for the issue of removing lead through testing alone. As received, visual inspection showed the lead was returned incomplete (only terminal end lead segment 46 cm) and damaged. The cause of the reported event remains unknown.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2021, the physician severed the l5 lead when attempting to explant it. As a result, physician had to make an additional incision to get the remaining portion of the lead out of the patient.